Manufacturer narrative:
At this time no conclusions can be made. A lot number has not been provided, therefore we are unable to conduct a review of the manufacturing records. The information is limited at this time and medical records have not been provided. Based on the information provided, the claim is made on behalf of the plaintiff by a family member. A review of the legal claim finds no allegation of patient's death being associated to the bard/davol device used to treat the patient, as such this emdr is filed as a serious injury. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The patient's attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio mesh on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventrio. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."